Event description:
It was reported that this implantable cardioverter defibrillator system with a right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) advised therapy delivered was appropriate due to ventricular tachycardia (vt). Therapy delivered did not terminate vt. Ts suggested a new rv lead should be implanted. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator system with a right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) advised therapy delivered was appropriate due to ventricular tachycardia (vt). Therapy delivered did not terminate vt. Ts suggested a new rv lead should be implanted. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete the procedure. Additional information provided the patient was externally shocked at the hospital prior to lead replacement. The field representative reported the patient never lost consciousness. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.